Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration was not good during cataract/vitrectomy combined surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed. This is the tenth complaint for the finished goods lot; however, this is the first complaint for this issue for this lot. The deviation history review shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The sample could prime, tune, and pass intraocular pressure calibration successfully. The infusion, irrigation, and aspiration pressure were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample was able to pass all functional and performance testing. The sample met specifications. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).